Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device failed to pass testing due to a failure on the radio printed circuit board. The device could not be repaired and was removed from service.

Event description:
It was reported that a pump would not connect to the customer's wireless network. It was also reported that this was found during testing, and there was no patient involvement.